Event description:
Event description boston scientific received information that the patient who was implanted with this pacemaker had suffered a stroke. While the patient was in the hospital, she was informed that she required a new pacemaker and defibrillator. The patient stated that she was told that her pacemaker would last 8-10 years and it was only implanted for 5. As a result of her dissatisfaction, she elected to have a competitor's device implanted as her replacement pacemaker.